Manufacturer narrative:
Additional information: the investigator assessed the event as possibly related to the anti-platelet medication correction: patient ethnicity outcome attributed to adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by mi. During the index procedure, one resolute onyx des was implanted in the lad. The patient had a nosebleed and was treated with nasal cautery and recovered. The investigator assessed the event as not related to the index device or anti platelets. The sponsor assessed the event as not related to the device and possibly related to the anti platelets. The cec adjudicated a stroke occurred.